Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy rash. The patient's used a prescription cream to alleviate the rash. Follow up indicated that after using the cream, the patient reported that the irritation was improving.